Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited dirt in the scope cover and a e226-communication error. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to corrosion on endoscope connector, e226 (scope communication error) occurs, and sc cover unit is dirty due to water leakage. Olympus confirmed foreign material came out of the device in the form of corrosion, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.